Manufacturer narrative:
No permanent fix; case closed due to low alert frequency. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that corrupted images were received from image detection on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.